Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, the black box showed multiple pump reboots. The battery compartment was found to be cracked at the threads. The returned battery cap is undamaged and able to fit. The cap contact measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There was no power interruption during investigation. The ¿intermittent power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.